Manufacturer narrative:
Additional contact: (B)(4).

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication timeout. There was no reported adverse event. .